Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a fall and since then had a lot of tremor. It was mentioned that the patient was high functioning prior to the fall. It was also noted that the patient had trouble recharging. The hcp wanted a manufacturer representative to interrogate the implant. It was recommended that the patient check the implant with their patient programmer to confirm if therapy is on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the fall did not affect the device. The issue is resolved. Battery was turned back on and recharger and tremors resolved.